Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia, with a highest recorded blood glucose of 398 mg/dl for approximately two hours, during suspected insulin delivery issues related to an infusion set; the caretaker changed the infusion set and later expressed concern that insulin was still not being delivered, while review of system data showed insulin delivery not exceeding 1 unit every five minutes. Symptoms included fatigue. Outcomes included no medical intervention, no hospitalization, and assistance from a caretaker. Investigation included review of device data and user guidance on backup therapy use and proper pump disconnection timing. Investigation of this case revealed no device alarms beyond high glucose alerts and no confirmed hardware malfunction, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.